Event description:
On (B)(6) 2016 information was received from the representative who reported that the implant and explant date of the pump could not be obtained. Bupivacaine was confirmed at 20 mg/ml at a dose of 13.17 mg/day. The implanted system indication for use was pain. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a health care provider via a representative regarding a patient in (B)(6) who was receiving hydromorphone 12 mg/ml at a dose of 8.2 mg/day (also reported as 7.9 mg/day) and bupivacaine 20 mg/ml at a dose of 13.689 mg/day (also reported as 13.17 "mg/ml" via an implantable pump. The medication lot numbers were not available. The patient's medical history, indication for use, and concomitant medications were not obtainable. The date of implant and explant was reported at (B)(6) 2015. The health care provider reported that during device follow-up there was the inability to aspirate or fill as they had trouble filling blindly with the template so they tried with imaging. When access was attempted, there was a "funny feeling" and she was not able to aspirate. Both ap and lateral images were taken and there was expressed concern that the reservoir port had "shifted" as it "looks like it's a couple centimeters off where it should be." There was discussion regarding the imaging surround the "grayed out cup" that was being viewed as this reportedly was not the fill port. The patient was likely to be sent for a revision as there was concern about the port having "shifted" and this patient had "always" been a "difficult fill" and noted to be "heavy weight" in which they could not access the pump reservoir even with fluoroscopy. No patient symptoms were reported at this time. However, it was further provided that the date of low reservoir was close and the physician was unable to refill the pump that she asked the neurosurgeon to replace the pump soon before the low reservoir alarm occurred. The pocket site also was to be revised to allow the pump to be refilled in the future. The elective replacement indicator (eri) was noted as 13 months. The pump was replaced but reported as not because of malfunction but because of eri and also the creation of a new pocket site to allow the physician to refill the pump. Also, there was no issue with the product but the issue was related to the pocket site being too deep to access the pump reservoir. The issue was reported as resolved at the time of the report. At the time of the report the patient's status was reported as alive-no injury. Additional information was requested to clarify the indication for use, the units of bupivacaine, and implant/explant dates of the device. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
The pump was delivering hydromorphone 12 mg/ml at a dose of 7.904 mg/day and bupivacaine 20 mg/ml at a dose of 13.174 mg/day. The pump was returned and no anomalies were observed. The device met specification in analysis. Conclusion code no longer applies to this event.